Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: n/a. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female underwent primary breast augmentation with unspecified texture saline mentor breast implants and experienced unilateral capsular contracture on an unspecified side postoperatively. The patient went back to the physician 6 months after implant to refill her implants. During the procedure, it was noted that the patient experienced bilateral necrosis. Following the procedure, the patient experienced several unexplained systemic symptoms, including her veins hardening, loss of feeling in her fingers, and thyroid-like issues. The root cause of the patient¿s symptoms is unclear. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the first of two devices.